Manufacturer narrative:
(B)(4). Date sent: 12/15/2015. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips fired on the cystic artery came off and on inspection were splayed. They did not occlude the vessel. This resulted in a lot of bleeding from the artery. Bleeding eventually managed with like product. Another like device was used to complete the procedure. There was no reported patient consequence.